Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
During the service evaluation process conducted at the manufacturer facility it was observed that the hook broke off, posing the risk of a small component being lost in the surgical site. No medical intervention and no adverse consequences were reported with this event. As this event occurred during a service evaluation at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
During the service evaluation process conducted at the manufacturer facility it was observed that the hook broke off, posing the risk of a small component being lost in the surgical site. No medical intervention and no adverse consequences were reported with this event. As this event occurred during a service evaluation at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.